Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The suction cylinder was clogged with foreign matter, which had been attributed to insufficient cleaning. Additionally, the evaluation revealed the following findings: plastic distal end cover (c-cover) had a dent; adhesive on bending section cover (a-rubber) had a crack; and the brush would not pass easily. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus while using the evis exera gastrointestinal videoscope, the push button near head was stuck inside and would not come out. The issue was observed during preparation for use in the gastrointestinal procedural area and was completed with a similar device, with no delay reported. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the suction cylinder was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.